Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Reporter called stating the tampons were breaking up inside the reporter's girlfriend. The top layer was coming off, but the pieces were removed. No injury was reported.